Manufacturer narrative:
(B)(4). The customer reported an intermittent 12 lead ECG. There was no negative patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent 12 lead ECG. There was no negative patient impact.